Event description:
It was reported that the device showed "frozen screen." Complainant reported when removing the device, it alarms like normal but once reconnected, the screen does not respond to touch. Additionally, the device "locks up" when powering on. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.